Manufacturer narrative:
A complaint handling technician of infutronix provided the evaluation report for the affected pump on 04/12/2021. Flow rate testing confirmed that the flow rate deviation was -3.1%. The flow rate accuracy was within +/- 5% specification. The reported complaint was not confirmed.

Event description:
On (B)(6) 2021, a complaint handling technician of infutronix reported an issue on behalf of an end user: "pump 702804 pt stated the pump infused 3 ml of medication in ten minutes." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.